Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5107177); if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted. No patient complications have been reported as a result of this event.